Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the guide untwisted when taken off.

Manufacturer narrative:
(B)(4). The customer returned one guide wire inserted through a catheter. Visual examination revealed that the guide wire is inserted through the distal lumen and protruding from both ends. The guide wire is unraveled from the proximal weld. The proximal weld was observed at the end of the coil wire. The distal end of the wire protruding appeared typical. The catheter was kinked in several locations indicating that the guide wire inserted through it is also likely kinked. Microscopic examination of the catheter did not reveal any defects or damage only signs of use. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. Microscopic examination of the guide wire after removal from the catheter confirmed six kinks and no offset coils were observed. The broken core wire measured 680mm in length, which is within the specification, therefore no pieces appear to be missing. The outside diameter (od) of the guide wire was also found to be within specification. This kit contains a 0.035" guide wire for use with the catheter provided in the kit. Other remarks: to confirm there were no restrictions within the catheter a 0.035" long pin gage was inserted and passed through the distal lumen of the catheter. No resistance or defects were found with the catheter. A device history record (DHR) review was performed on the guide wire and catheter and did not reveal relevant findings. The reported complaint of the guide wire unraveled upon removal from the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked and unraveled. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.035") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4):1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges that the guide untwisted when taken off.